Manufacturer narrative:
Patient involvement unknown. Attempts to obtain further information from the customer yielded no response. The customer replaced the internal battery and returned the device to service. The fse did not perform the repair of the device.

Manufacturer narrative:
Contact office correction: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no backup battery. Patient involvement unknown.